Event description:
Independent repair center: customer alleged alarming/red light and the key failure is the compressor hose is loose from manifold valve assembly, tightened clamp. No new parts needed.